Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead was explanted. No symptoms were reported. Additional information was received from manufacturer representative (rep) who reported that the date of explant was (B)(6) 2025. They reported the reason for this explant was due to a lead migration. Patient had a full system replacement and there were no issues with the implantable neurostimulator (ins). This was replaced for a system upgrade. Rep also reported patient had a loss of therapy. The issue was resolved after replacement. Facility refused the return of the device.